Manufacturer narrative:
Boston scientific received information that this patient received inappropriate shock therapy due to double counting on (B)(6) 2018. The patient has an active pacemaker and has a history of prior inappropriate shocks. These inappropriate shocks have occurred with ventricular pacing. Stored data from the patient's s-ICD device was uploaded for smartpass analysis. In summary, smartpass is designed to mitigate t-wave oversensing and is not effective at preventing oversensing in the presence of long elevated segments as seen in the morphology present in treated episode#4. Simulation of stored episodes suggested that smartpass could reduce but not eliminate the risk of oversensing and inappropriate therapy for this patient. Device tracking was notified by the field clinical representative that the tachycardia therapy for model#1010 was reprogrammed off. This s-ICD system will be explanted at a later date. On (B)(6) 2018, the model#7741 (rv lead) was surgically capped and model#l311 was explanted. A dual chamber implantable cardioverter defibrillator and lead system was implanted.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services on (B)(6) 2018. The patient device history is significant for an s-ICD system concomitant with a dr pacemaker system. There has been four recorded episodes since implant. The episodes on (B)(6) 2017 and (B)(6) 2017 appear to be appropriate. The episodes on (B)(6) 2018 and (B)(6) 2018 appear to be inappropriate. The episode on (B)(6) 2018 was untreated associated with intermittent oversensing with ventricular pacing. The episode on (B)(6) 2018 was associated with oversensing and delivery of an inappropriate shock. The fcr reported that the pacemaker trend feature was programmed off as the patient can feel the pacing pulses. Presenting egms were done in all 3-sense vectors with pacing at ddd 70 bpm with short av delay to produce ventricular pacing. Historically, the sicd sense vector has been in secondary and no sensing reprogramming was done. The printouts were fax'ed to technical services for review. The technical service's consultant suggested that pacing be limited by turning off rate response. This reprogramming was undertaken following a discussion with the physician. The pacemaker was reprogrammed to ddd 60 bpm and the ventricular trend was also turned off. The s-ICD zones were at 200 bpm/250 bpm and not changed. The patient has had several infections requiring system extractions in the past. No invasive replacement to a transvenous system will be undertaken at this time